Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis and instability. A cocr head, poly liner, shell, and competitor screw were revised to a new femoral head with a competitor shell and liner. The stem was retained. Rep confirmed that there were no allegations against the revised liner.